Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer declined troubleshooting and continued to use the cartridge with the pump for insulin therapy. Customer¿s blood glucose level was 220mg/dl.